Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 05-nov-2016, UDI#: (B)(4); product ID: etlw1620c82e, serial/lot #: (B)(4), ubd: 13-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that, approximately 3.5 years post index procedure, the during a follow up a CT scan revealed an endoleak of unknown origin. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.